Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrs1 ipg, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that during the device changeout, the atrial lead was hooked up to the new device and bipolar impedance measurement was low even with repeated measurements. The unipolar impedance was also low. The lead was then tested through the analyzer and the impedance remained low. The physician thought the lead had a possible insulation breach. The lead was capped and replaced. No patient complications have been reported as a result of this event.